Event description:
The report received from the sales representative indicated that the smart control, iliac 6x100ml developed by itself inside the patient's body. There was no adverse outcome in the procedure.

Manufacturer narrative:
It was reported by the sales-rep via phone that the smart control deployed by itself inside of the patient. There was no adverse outcome in the procedure. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event.